Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare a low blood glucose (bg) continuous monitor glucose alert (cgm) alert. Tandem technical support (cts) confirmed pump setting was on vibrate. Cts reviewed pump history and confirmed that an alert was declared; however did not observe alerts for low bg that was alleged by the customer that had occurred a couple days prior from calling cts and customer reiterated that the alert was not received. Cts assisted customer in adjusting the volume settings.